Event description:
It was reported that during preventive maintenance, discovered by the biomed technician , the cs300 intra-aortic balloon pump (iabp) was getting a dsp hardware error while running the fiber optic test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was getting a dsp hardware error while running the fiber optic test. There was no harm reported.

Event description:
Record is being cancelled as it was opened in error.

Manufacturer narrative:
Record is being cancelled as it was opened in error.